Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a manufacturer representative reported that the first bur broke inside the patient and the second bur broke inside the shaver. The surgeon had to take off all the pieces of the bur inside the patient. There were no pieces of the bur left in the patient. There were no complications to the patient as a result of the broken bur. The case was completed using another bur. The bur was replaced twice which made the procedure was longer.

Manufacturer narrative:
When viewed under magnification, there was damage to the hubs. Dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. The proximal end of the inner hub was so extensively damaged that the bur would not engage with the handpiece drive mechanism. If information is provided in the future, a supplemental report will be issued.